Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and/or headache. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and/or headache. Medical intervention was not specified. The manufacturer received new and relevant information. The device was returned to the third-party service center for evaluation. During the evaluation of the device, there was no visible foam degradation found and error code #20, #4 found. The device was scrapped. Mandatory section has been updated.